Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, corrosion was found at the keypad traces.device received with minor scratched lcd window and cracked case at the display window corners,

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have to press the buttons more than once to get to respond. The customer's blood glucose level was unknown. The customer also reported scratches on the screen and scratches by cartridge. The device will not be returned for analysis.